Event description:
During the shift check, the customer noticed that the encoder shaft in the autopulse platform (sn (B)(4) could not be rotated and the lifeband could not be removed. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that the "encoder shaft in the autopulse platform (sn (B)(4) could not be rotated and the lifeband could not be removed," was confirmed during the functional testing of the returned autopulse platform. The root cause of the reported complaint was a stuck/jammed driveshaft clutch area, possibly caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the clutch rotor's surface. Upon visual inspection, no physical damage was noted. During the functional testing, the encoder drive shaft could not be rotated, and the lifeband could not be removed, thus, confirming the reported complaint. The jammed clutch was initially released by tapping the platform, and the clutch was later cleaned and deburred to address the reported complaint. The autopulse platform was subjected to a subsequent run-in test and passed without error or fault. The brake gap inspection verified the brake gap was within the specification. A load cell characterization test confirmed that both cell modules function within the specification. The archive data indicated no significant discrepancies. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).